Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the lead exhibited noise. No further information was available.

Manufacturer narrative:
Additional information: a2, a3, b1, b2, b5, e1, e2, e3, e4, g3, h1, h6.

Event description:
New information states that the patient received inappropriate shock due to noise oversensing. The lead was capped. No further information was available.